Event description:
Event description guidant received information that the pacemaker was being explanted because it is on an advisory. During the procedure, there was no ventricular capture upon removal of the temporary pacemaker. There was asystole until the temporary pacemaker was returned. The ventricular lead could not be repositioned so the doctor elected to cap and replace it.